Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) direct stenting and use in an svg. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Reportedly, no pre-dilatation was performed prior to implanting the xience v stent in the svg. The IFU states that the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so, may increase the difficulty of stent placement and cause procedural complications. The IFU further states: safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in svgs. Although it is not possible to determine how direct stenting of the svg may be related to the patient effects, there are no indications of a product quality deficiency.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the saphenous vein graft (svg) with one 3.0 x 28 xience v stent. On (B)(6) 2010, the patient presented to the hospital with chest pain and underwent a diagnostic coronary angiogram. On (B)(6) 2010, the patient underwent percutaneous coronary intervention for in-stent restenosis of the index lesion. The patient's condition resolved on (B)(6) 2010. There was no additional information provided.